Event description:
A pericardial effusion (pe) and a cardiac tamponade occurred. The procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, once the physician crossed the septum, the effusion sweep revealed no effusion, so they continued the procedure. The non-boston scientific pigtail catheter was then advanced into the appendage and a contrast shot was taken. After the first contrast shot, the patient's blood pressure dropped, and a pe that lead to tamponade was noted. Pericardiocentesis was then performed to manage the effusion, along with cardiac surgery. Procedure was cancelled, the patient was admitted to hospital beyond standard of care and was discharged later. The device is not expected to be returned for analysis. No pe was noted before the procedure. The patient was not under warfarin at the time. There was some difficulty experienced crossing the septum due to the heart being rotated, causing a challenge with tenting. The physician does not believe the versacross devices malfunctioned nor contributed to the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.